Manufacturer narrative:
The affected device was tested onsite by dräger service and the log file was secured for further analysis. A device test, leak test and test run were performed during which no malfunction or deviation was found. The log file confirmed that the device alarmed for ¿device failure¿ on 11th may 2025 at 04:22. The alarm was posted due to the safety software detecting implausible expiratory and inspiratory pressure measurement values. Furthermore, the ventilation related alarm messages "airway pressure low" and "mv low" were posted and suction maneuvers were performed around the reported time stamps. However, there is no indication of a technical malfunction in the log entries. Based on the log file and device analysis it was concluded that the ¿device failure¿ alarm was either caused by an issue in the breathing circuit or a suction during a running ventilation. The device reacted as specified on implausible expiratory and inspiratory pressure measurement value with an accompanying alarm message and a pressure release of the pneumatic system. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed device failure and stopped ventilation while in use shortly after or during circuit change and after user had began nitrox delivery. User continued to use device after error message without reporting further issues. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.